Event description:
The customer reported a speaker malfunction. It is unknown if the device was in use monitoring a patient at the time of the event. No adverse event involving patient or user was reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a speaker malfunction. It is unknown if the device was in use monitoring a patient at the time of the event. No adverse event involving patient or user was reported.